Event description:
It was reported that while using the single use 3-lumen sphincterotome v the knife at the tip broke when high-frequency output was applied. The reported malfunction occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.